Event description:
Legal claim received by smith & nephew purports that the wipes were defective or contaminated, and as a result caused severe and permanent injuries.

Manufacturer narrative:
The customer did not return any product and so the complaint could not be confirmed. The batch record review and supplier investigation could not be done since s&n no longer manufactures the product with triad. The complaint is against skin prep or remove. The retain samples of products could not be tested since no lot number was provided. Some retains samples for both products made at (B)(4) were tested and no evidence of contamination was found. There is no detailed description of the injuries e.g. Rash, irritation, etc. Noted by the user. Since there were no samples and no specific part number and/or lot number was provided, we were unable to determine a specific root cause for this issue. At this time no further action is needed since product has sufficient warning and there are no trends noted. Similar complaints on smith & nephew products have been previously investigated, however independent medical review concluded that smith & nephew products are not related to any of the similarly reported issues. In the absence of product samples and/or part number, lot/batch number details conclusive investigation results, or a definitive connection to any smith & nephew products cannot be determined at this time. No further investigation and/or corrective action will be conducted at this time. Smith & nephew will continue to monitor for any trends on any of our products.